Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 28347398. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite device optimization attempts and database analysis revealed that one of the patient's leads had high impedance. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were replaced and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.